Event description:
The customer reported that there were issues when data was imported and then the system would not power on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Fuses were replaced, and the worklist was reconfigured. The system was tested and found to be working as intended and put back into service.